Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found to be in good condition with scratched screen. Event log review was performed and found evidence of reported problem. Testing was performed, and customer's reported problem was verified. During testing the device was powered up and alarmed error code 1660 which indicates issue with processor on the circuit board. Service replaced the pump circuit board to correct the reported problem. The root cause of the reported problem was the pump circuit board.

Event description:
Information was received that this smiths medical cadd legacy plus pump exhibited constant alarm. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.